Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the universal cord likely kinked during the device handling by the user. As a result, the charge-couple device (ccd) unit was damaged, and the image defect occurred temporarily. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in the following section: ¿inspection of the endoscopic image.¿ this supplemental report includes information added to d8 and h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The user facility reported to olympus that during a high colonoscopy procedure on a patient with acute diverticular bleeding, this evis exera iii colonovideoscope had presented sporadic image loss (error 216) resulting for it to be "blindly" withdrawn and the patient examined twice. The procedure time was more than doubled, leading to an increase in analgesic administration. The procedure was completed by device replacement. There were no reports of patient or user harm/injury associated with this event.